Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient was hospitalized because not receiving any insulin. The tape on the insulin pump fell off while sleeping. It fell off while the patient was sleeping, leading to high blood glucose levels. The patient reported that the tape may have been tugged. The patient received an IV drip for treatment. The hospitalization lasted for 3 days, from april 10 to april 13. The patient's blood glucose level was over 600 mg/dl when admitted to the hospital, and the sensor glucose level was over 400 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), and the results were low, between 3-5. The patient received an IV insulin drip during his/her hospitalization. The patient is unable to upload the pump data at this time. The high blood glucose event is not currently happening, and the patient has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further information available.